Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 03/28/2026 and 03/29/2026. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On the same day, it was reported by the patient¿s parent that the patient experienced inaccurate cgm values. The patient was using a tandem t: slim x2 pump at the time of the event. On 03/28/2026, the patient experienced vomiting, prompting parental concern for possible diabetic ketoacidosis (dka). During this time, the cgm displayed a value of 200 mg/dl, which was reported as inaccurate. A fingerstick blood glucose measurement obtained by the parent was 400 mg/dl, and the patient was taken to the hospital. Upon arrival at the hospital, blood glucose was rechecked and confirmed at 400 mg/dl. The insulin pump was removed, and IV fluids were administered. There was no documented medical diagnosis of dka. At the time of reporting, the patient was still at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. Upon arrival at the hospital, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.